Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia during the early morning while using the ilet soon after starting therapy, with a reported glucose value of 40 mg/dl that persisted for approximately two hours despite oral carbohydrate intake; the patient temporarily disconnected the device and later reconnected without further issues, and education on potential early-use fluctuations and hypoglycemia management was provided. Symptoms included low blood glucose. Outcomes included no hospitalization, resolution after treatment, and continued use of the device. Investigation included complaint intake, user troubleshooting guidance, and review for potential use-related or early learning period factors. Investigation of this case revealed no device malfunction reported or observed and suggested the event was consistent with hypoglycemia of unclear cause during the early adaptation period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.